Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to the latest service record of the subject device, the forceps elevator mechanism was reassembled in (B)(6) 2020. The subject device was not returned to omsc for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg confirmed the reported phenomenon and checked the appearance of the device for damages. Then oekg disassembled the device and found internal damages. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the pipe part, one of the forceps elevator mechanism, was buckled due to accidental / irregular compressive force, and the wire that went through the pipe and raised up the forceps elevator became difficult to move at the buckled part, and the forceps elevator got caught.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4) (oekg), it was found that the forceps elevator got caught at maximum angulation and did not move down at all, and also oekg found that the pipe to move the forceps elevator inside the control section had been twisted. There was no report of patient injury associated with the event.